Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image), battery failed test. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Insulin pump will be replaced. No harm requiring medical intervention was reported. Customer will discontinue the use of insulin pump. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with constant critical pump error alarm/open book image after battery installation. Unit was successfully download using thump software. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test and active current measurement test due to critical pump error (open book image) alarm. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download review using the adapt tool it recorded pump error 43, 53 and 2. Pump error 43 was recorded nine times on 25-may-2024 from 15:38:40 hour until 15:55:50 hour. Pump error 53 (file number = 32107 line number = 418) occurred twice on 25-may-2024 at 15:47:27 and 15:56:17 hour. Per engineering troubleshooting guide, it was determined that pump error 43 and pump error 53 were triggered by a hardware issue with the lcd. Pump error 2 occurred twice on 25-may-2024 at 15:47:27 hour and 15:56:17 hour. Per engineering troubleshooting guide, it was determined that pump error 2 was triggered by hardware issue with the motor. Unit was cut open and perform a visual inspection. Per visual inspection all connectors were plugged in properly. Per visual inspection found moisture damage on the electronic assemblies, motor slide and force sensor flex connector. Unit also received with dried insulin - motor slide, cracked keypad overlay, scratched case, battery tube threads - cracked and cracked case (battery tube). In conclusion, customer concern for critical pump error (open book image) was confirmed due to moisture damage on electronic assemblies. Pump error 43, 53 and 2 were confirmed in the history files on 25-may-2024 due to hardware issue. Unable to confirm failed batt test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.